Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy episodes. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended electrophysiology consult. The device remains in service. No additional adverse patient effects were reported.